Event description:
During the atrial fibrillation procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. Approximately halfway into the study, while using ensite x in voxel mode with an hd grid catheter, the electrodes turned yellow, and it was no longer possible to get se points. The navx location was working correctly, and other sensor enabled catheters worked correctly. There were no bent pins noticed in the port. The mapping catheter was replaced, but the issue remained. The egms appeared normal. The case was switched from voxel mode to navx mode in order to overcome the mapping issue and complete a map. A couple of failed attempts were noted while moving the ablation catheter to the posterior wall to start waca lines, the ablation catheter actually went more anterior with high forces. The physician requested to turn off the sheath filter because he believed it was not accurate. The sheath filter was put back on per physician's request and the ablation catheter was successfully positioned posteriorly. One lesion was placed for less than 10 seconds when a drop in blood pressure was noted. A pericardial effusion was confirmed on the lateral wall of the ventricle using ultrasound and ice and a pericardiocentesis was performed to stabilize the patient. The physician believed the effusion could have occurred when handling the non-(B)(6) sheath (carto vizigo) and the mapping catheter since the ensite sheath filter was not showcasing proper sheath location with regard to the catheter. He did this procedure without fluoroscopy. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".